Manufacturer narrative:
Correction: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #1. The patient¿s strips has been received and tested, the patient's meter has not.

Manufacturer narrative:
Device evaluation: the lay user/patients meter has been returned on 3/11/2015 and further evaluated by lifescan product analysis on 3/24/2015 with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. The control solution has also been returned to lfs; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.

Manufacturer narrative:
Follow-up # 3: device evaluation. The lay user/patients control solution has been returned and further evaluated by lifescan product analysis with the following findings: the control failed testing. The reported issue was confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurately low control solution results. The reporter obtained a control solution readings between "104-106mg/dl" on the subject meter (onetouch ping). It is not known whether or not this falls within the control solution range for this test strip lot because the lot number was not provided. This complaint is being reported because the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.